Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was implanted and then removed during the same procedure due to the need to perform a vitrectomy. The reporter reported that there was no quality issue with the lens. The procedure was completed with a new iol.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Additional observations were as follows: iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on the iol. One haptic, a part of the other haptic and approximately 30% of the optic area are broken/torn/cut and not returned. The optic is cracked/fractured and scratched/marked-rejectable with loose fibers. It states in the file that reported lens was implanted then needed to be removed because the surgeon needed to do a vitrectomy. There was no quality issue with the lens. The root cause was determined to be a coincidental event unrelated to product as it states in the file that the lens was removed because the surgeon needed to do a vitrectomy. A malfunction has not been indicated or information provided that the lens was the cause of the event. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).